Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 3000ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. This was noted prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of report 1416980-2018-05014. All investigation activities will be captured under report 1416980-2018-05014.